Manufacturer narrative:
Literature citation: messaoudi s, leplus a, donnet a, regis j, balossier a, raoul s, demarquay g, simon é, moisset x, sinardet d, voirin j, colnat-coulbois s, lanteri-minet m, fontaine d. Decreasing the risk of lead migration in occipital nerve stimulation for cluster headache using dedicated leads. Neuromodulation. 2026 feb 25:s1094-7159(26)00015-2. Doi: 10.1016/j.neurom.2026.01.009. A2: please note that the age provided represents the average age of study participants, as specific figures were unavailable in the published article. A3a: please note the sex provided represents the sex of the majority of study participants, as specific figures were unavailable in the published article. B3 event date: please note that as specific event dates were unavailable, the article's "accepted" date has been used at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
3 patients experienced ¿infection.¿